Manufacturer narrative:
.

Event description:
Philips received a complaint from the customer about the v60 ventilator indicating that the unit automatically turns on when the power is turned on. It is suspected that there is a battery error or failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The customer declined repair. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.